Event description:
Reporter alleged the needle from the softclix lancet device protrudes outside the end of the cap after it has been fired. Reporter stated she did accidently stick herself with the protruding lancet needle. Reporter stated she put the new unused needle into the device before the accidental stick. No actions or treatments resulted or were reported. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.